Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the inflation cuff on two tubes were not properly glues to the tube, affecting its performance." The patient was reintubated. There was no patient harm or injury. The patient's current condition is reported as "healthy". Associated MDR number: 3003898360-2024-00678.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "the inflation cuff on two tubes were not properly glues to the tube, affecting its performance." The patient was reintubated. There was no patient harm or injury. The patient's current condition is reported as "healthy". Associated MDR number: 3003898360-2024-00678.